Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection. Kestra engineering evaluated the returned therapy cable and observed that the cable was severly damaged causing the reported issue. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence.

Event description:
Patient's caregiver called in to report that they were receiving wcd alert " the plug was not in the monitor" even though the plug was inserted into the monitor. The patient's caregiver further stated that they found a tear in the coating of the therapy cable wire. There was no patient injury or adverse event. However, the " connect the plug to your monitor" alert indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.